Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted the v-go client. She has type 2 diabetes. She has been on the v-go 40 device with novolog insulin for 2 days. Client confirmed she had a low blood sugar reading in the 30s. She gave bolus clicks after eating a zero-carbohydrate meal. Low blood sugar reading was treated with a small candy bar and returned to normal range. Client reports it is not uncommon for her to experience low blood sugar readings. She is working with the v-go trainer and hcp to manage her blood sugars. Client reports there were no issues with the v-go device. A blood sugar reading of 30 is low and serious. The low blood sugar reading was treated with carbohydrate candy and returned to normal range. No follow-up medical treatment was needed. Suspect the low blood sugar result is of client administering bolus clicks of insulin with no carbohydrates at the meal. The client is working with the v-go trainer and hp to manage her blood sugar readings. It is unlikely the v-go is related to the reported low blood sugar reading.

Event description:
The patient reported to a mannkind corp. Clinical coordinator that their blood sugar has been in the 30s (mg/dl). The patient stated that she gave clicks for lunch but ate a zero-carb meal and her sugar level dropped to the 30s. The patient stated that she did not need emergency care and she ate a small candy bar to bring the sugar back up. While the patient was on the phone, she stated that she tested her sugar level, and it was ok (reading number not reported). The patient stated she has a history of hyperglycemia. It was reported that no device is available for return to the manufacturer for evaluation.